Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the ipg was inoperable and the patient lost therapy. In turn, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The reported product was returned and the root cause of the device entering the service application state was consistent with the patient having multiple procedures. The logs showed MRI mode was entered and exited 4 times and surgery mode had been entered and exited all within a 6-month period. MRI mode was functioning normally during this time and had been exited successfully 1 day prior to the device entering the service application state. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis. Actions have been taken to prevent reoccurrence.

Event description:
Additional information received indicated the patient underwent surgical intervention wherein the ipg was explanted and replaced to address the issue. Therapy was restored postoperatively.